Event description:
Complainant alleged that during patient use, the autopulse® platform would not perform compressions. No adverse patient sequelae was reported. No further information was provided. Please note that the event date was not provided.

Manufacturer narrative:
The autopulse platform in complaint (s/n (B)(4)) was returned to zoll (B)(4) for further analysis and functional testing could not duplicate the customer's reported complaint. Load cell characterization testing was performed which indicated that both load cell modules were functioning within specification. The platform was subjected to a run-in test with a 95% patient test fixture with good batteries for several hours and no faults or errors were observed. In summary, the reported complaint that the platform "will not perform compressions" was not confirmed during functional testing. The platform passed testing and functioned as intended.

Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll canada for analysis. Visual inspection of the returned platform shows that the encoder cover was damaged. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 4/2009). A review of the autopulse archive was performed and no issues were found in the archive data that is related to the reported complaint. Functional testing was performed and the reported complaint was confirmed. It was observed that the platform performs one compression before suddenly turning off. Based on the initial investigation, the part identified for replacement was the encoder cover. In summary, the reported complaint that the platform "will not perform compressions" was confirmed during functional testing. The physical damage found during visual inspection is unrelated to the reported complaint.